Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot 6351362 was returned and analyzed. Visual inspection showed that the catheter was intact with no apparent issues. The mapping catheter was threaded into the returned balloon catheter without issue. In conclusion, the reported perforation, bleeding and death were clinical events encountered during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The mapping catheter passed the returned product inspection as per specification. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least 44 applications were performed with a non-returned balloon catheter without any issue on the date after the event date. In conclusion, the clinical issue, pericardial effusion that lead to death, occurred during the procedure. There is no indication of a relation of the adverse events to the performance of the product. The physical products were not returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure was fluctuating throughout the case. While cannulating the right inferior pulmonary vein (ripv), the blood pressure dropped significantly. Anesthesia was used to regulate the blood pressure. The case was completed with cryo. The patient was checked for an effusion and tamponade multiple times throughout the case and immediately after, though none was detected. Blood was then seen coming out of the intubation tube and a code was called. A thoracotomy was performed to investigate for perforations but it was inconclusive. The patients chest was closed and an interventional radiologist was called to look for a bronchial or lung perforation, and again nothing was found. Cardiopulmonary resuscitation (CPR) was performed for nearly an hour to no avail. It was concluded the balloon catheter or mapping catheter likely caused a small perforation that led to internal bleeding in the pleural space. The patient is deceased.